Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 04-may-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4). Device not returned.

Event description:
Halyard received a single report that referenced ten different incidents, which were associated with separate units, involving ten different patients. This is the ninth of ten reports. Refer to 8030647-2018-00238 for the first patient. Refer to 8030647-2018-00239 for the second patient. Refer to 8030647-2018-00240 for the third patient. Refer to 8030647-2018-00241 for the fourth patient. Refer to 8030647-2018-00242 for the fifth patient. Refer to 8030647-2018-00243 for the sixth patient. Refer to 8030647-2018-00244 for the seventh patient. Refer to 8030647-2018-00245 for the eighth patient. Refer to 8030647-2018-00247 for the tenth patient. It was reported that the flex connector came away when the patient was changing positions. The suction catheter was replaced immediately for a new one and there was no impact to the patient. No further information provided.